Event description:
The user facility reported that the anchor did not deploy at the end of the sheath. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: materials manager a review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be used with visible signs of blood. The anchor is visible in the distal tip of the device. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip of the device. The anchor was manually pulled, deploying the anchor and collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The anchor was present in the returned device and the device was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).